Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative (rep) reporting that they cannot answer question regarding [motor stall] as the patient representative (rep) was not there physically with the equipment. The patient rep stated the healthcare provider (hcp) did not document in mychart whether pump was recovered or not. The patient rep stated they needed to refill and discovered the motor stall from the 20th after MRI and refill was 23rd so stalled for 3 days. The patient rep requested help with the communicator and how to check and patient was seeing bolus disabled. Agent reviewed the patient bolus disabled and directed to the hcp. Additionally, the patient rep mentioned skull surgery 9 years ago and stated one of the screws in temple was starting to come out and showing through skin and patient described having headaches and stated this was all back on the 20th and they discovered that was when the pump was stalled. The patient rep stated they were trying to figure out why itching so much and realized it's been 4 days without. The patient rep stated they told patient pump was alarming and wasn't working and they realized that's part of withdrawal. Additional information was received from the healthcare provider (hcp) reporting that the patient's pump was successfully verified as working satisfactory with the communicator and handset. Additional information was received from the patient's wife reporting they were holding their cellphone next to patient's pump yesterday and said he heard a beep, so they wanted to confirm that there were no alerts. The patient's wife wanted to check with their handset. Patient's services walked them through how to do this.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen via an implanted pump. The indication for pump use was intractable spasticity. The hcp reported that the patient had an MRI a couple of days ago and today the patient was in for a refill and the pump started alarming and said that it was still stalled. Today was the first interrogation after the MRI. The agent reviewed telemetry state and recommended periodically interrogating the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.